Event description:
It was reported during in remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were successfully implemented. There were no patient consequences.